Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose with a nadir of 54 mg/dl, confirmed by glucometer at 62 mg/dl. The caregiver administered multiple carbohydrate sources (cake, juice, rice crispy treats), after which blood glucose increased to 585 mg/dl, suspected to be related to overtreatment of the low. An insulin injection was administered, and the user was evaluated at the hospital where glucose was stabilized. The user reconnected to the ilet following discharge, and insulin delivery was resumed without further incident.